Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator showed post sensed t wave over-sensing. Subsequent programming interventions were made. The patient was asymptomatic.